Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a 44-year-old female patient who had essure (ess205) (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, bacterial vaginosis, amenorrhea, pregnancy (g3, p1-0-1-1), c-section, lung disease, asthma, dyspnea, vaginal itching, eczema, allergic rhinitis, sinonasal-type hemangiopericytoma, constipation and uterine bleeding. Concurrent conditions included chronic sinusitis. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required). In 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("fibroids/uterine fibroids"), 12 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic-right side") and vaginal discharge ("vaginal discharge") and was found to have neoplasm ("tumor"). The patient was treated with surgery (hysterectomy (full),salpingectomy. (Unilateral),oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the back pain, dysmenorrhoea, neoplasm, weight increased and pelvic pain outcome was unknown and the uterine leiomyoma and vaginal discharge had resolved. The reporter considered back pain, dysmenorrhoea, neoplasm, pelvic pain, uterine leiomyoma, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmennorhea (cramping),back pain , tumors- weight gain, fibroids . Discrepancy noted removal date (B)(6) 2018 and insertion date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-may-2020: pfs and mr received - new event vaginal discharge was added. Reporter information, medical history, lot number and lab data were added. Event of plaintiff did not undergo essure confirmation test deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have neoplasm ("tumor"), weight increased ("weight gain,") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy. (Unilateral), oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the back pain, dysmenorrhoea, neoplasm, weight increased and uterine leiomyoma outcome was unknown. The reporter considered back pain, dysmenorrhoea, neoplasm, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), back pain, tumors- weight gain, fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping), back pain, tumors- weight gain, fibroids, plaintiff did not undergo essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a 44-year-old female patient who had essure (ess205) (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, bacterial vaginosis, amenorrhea, pregnancy (g3, p1-0-1-1), c-section, lung disease, asthma, dyspnea, vaginal itching, eczema, allergic rhinitis, sinonasal-type hemangiopericytoma, constipation and uterine bleeding. Concurrent conditions included chronic sinusitis. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required). In 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("fibroids/uterine fibroids"), 12 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic-right side") and vaginal discharge ("vaginal discharge") and was found to have neoplasm ("tumor"). The patient was treated with surgery (hysterectomy (full),salpingectomy. (Unilateral),oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the back pain, dysmenorrhoea, neoplasm, weight increased and pelvic pain outcome was unknown and the uterine leiomyoma and vaginal discharge had resolved. The reporter considered back pain, dysmenorrhoea, neoplasm, pelvic pain, uterine leiomyoma, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmennorhea (cramping),back pain , tumors- weight gain, fibroids . Discrepancy noted removal date (B)(6) 2018 and insertion date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included chronic sinusitis. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and pelvic pain ("pelvic-right side") and was found to have neoplasm ("tumor"), weight increased ("weight gain,") and uterine leiomyoma ("fibroids/uterine fibroids"). The patient was treated with surgery (hysterectomy (full),salpingectomy. (Unilateral),oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the back pain, dysmenorrhoea, neoplasm, weight increased, uterine leiomyoma and pelvic pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, neoplasm, pelvic pain, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmennorhea (cramping),back pain , tumors- weight gain, fibroids . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. New event pelvic-right side was added. Lawyer, concomitant condition was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.